Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On the morning of (B)(6) 2013, the patient obtained the blood glucose readings of 203 mg/dl and 206 mg/dl on the reported meter which she claimed were inaccurately high compared to her expected values. The patient took the action of consuming food and/or a drink. Thirty minutes afterwards, the patient experienced the symptoms of shaking and she felt low. The patient did not seek any medical attention or treatment. No information was provided about the test strips as they were not available. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated readings on the reported meter. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.